Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based on information obtained from follow-up questions from medical surveillance (ms). The patient claimed that ¿four to five weeks¿ prior to contacting lfs, in the ¿early evening¿, he obtained a reading of ¿256mg/dl¿ with the subject meter, which he felt was inaccurately high compared with a result of ¿73mg/dl¿ obtained on another onetouch ultra2 device. The tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that he does not take any medication to control his diabetes and that he continued his usual diabetes management routine in response to the allegedly high result. The patient claimed that ¿45 minutes¿ after the allegedly high result he developed symptoms of ¿shakiness¿¿ and feeling ¿lightheaded¿ however, denied that he received any medical treatment. The customer care advocate (cca) noted that at the time of troubleshooting the patient was unable to perform a control solution test and that the units of measure were set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.